Event description:
Two endeavor sprint drug eluting stents were implanted: one in the circumflex artery and one in the lmca. Approximately 23 months post the index procedure, the patient suffered a stroke. Four (4) days later the patient expired. Cause of death identified as left acute subdural hematoma. The investigator has indicted the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke); patient condition, predisposed event (cause of death - stroke). Conclusions: known inherent risk of procedure (stroke); (cause of death - stroke).